Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the garment and therapy electrodes. The patient was prescribed an ointment by their doctor. The patient took the device off. There is no indication of a device malfunction. The patient's rash improved.